Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and rebooted the x-ray pc, enabling the system to power on and function properly. Later, the issue reoccurred, and fse resolved the issue by replacing the x-ray pc. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.